Manufacturer narrative:
Product ID 3093-28 lot# v746950 serial# implanted: (B)(6) 2012 explanted: product type lead. (B)(4).

Event description:
It was reported that the patient experienced an infection at the pocket incision. The patient had the stage 2 procedure done on (B)(6), 2012. The patient had a fever and put on antibiotics. No additional information was provided.